Event description:
Customer reported that the needle started smoking inside the patient's eye, which caused the iris to fluff and led to a corneal burn. Customer noted that she did not hear the beep that usually signals a rise in temperature. Additional information was received, patient required extensive suturing at the end of the case to achieve wound closure. Sutures were removed. Patient resulted with a corneal scar, astigmatism but correctable to 20/20. No additional surgery required. Phaco settings: vacuum low: 200, high: 350, power: 40%. Whitestar on yes. Mode & subsettings designations, peristaltic, continuous, 8/4, 67%, 83pps. Bottle height: 100 in/cm. Incision size: 2.4mm. Doctor's phaco technique: divide & concur. Model & serial number of equipment: console: signature pro, serial number: (B)(6) (incorrect number), handpiece: ellips fx, sn# not available. Tubing type: opo73, tip: 21g blue. Viscoelastic: duet. This report is for healon duet. Other reports were submitted for whitestar, phaco handpiece, phaco tip, phaco tubing. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, not provided. Section d4 - lot #: unknown/ not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section d6a - implant date: not applicable. The material is not an implantable device. Section d6b - explant date: not applicable. The material is not an implantable device. D10 concomitant medical products and therapy dates medical products - whitestar, phaco handpiece, phaco tip, phaco tubing section h3 - the device was not returned for evaluation and the lot for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.